Event description:
It was reported that a user experienced hyperglycemia while using the ilet system. The device was functioning and showed high glucose on the ilet, and the event was attributed to the reservoir being low on insulin prior to a supply change, after which insulin delivery was resumed. Investigation included remote troubleshooting and user education. Investigation of this case revealed that insulin supply depletion prior to the change was the likely cause, with no set occlusion indicators observed and the sensor providing readings. Symptoms included thirst associated with elevated blood glucose. Outcomes included declining blood glucose level after the full supply change and resumption of insulin delivery; no medical intervention or hospitalization reported at the time of call. It was concluded that the device functioned as designed once supplies were replaced and insulin delivery resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.